Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6 . Visual examination of the provided pictures identified the cross-section of the device has fractured. The device is covered in bio-debris. No further evaluation can be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided picture of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. Proposed component code: mechanical (g04) - drill. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the acetabular reamer broke during the case. No known impact or consequence to the patient. It was reported that no further information is available.